Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: black particles were found inside the 0.2 mcg disk filter.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Photos were provided for evaluation. Based on the information and photos provided, the particulate was determined to be native embedded particulate material that is considered a cosmetic defect not impacting the device function. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.